Event description:
The manufacturer received information alleging the device did not work and the air does not press causing a "warning" message to occur on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the active exhalation control module (aecm), flow sensor, and oxygen blending module (obm) had failed on the device. There were no repairs and/or parts replaced to the address issue because the device was sent back without repairs made to the device.